Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that prior to a pulse field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. After mapping, the sheath was withdrawing. The sheath was switched out for new faradrive sheath. Continued to pull air, and the farawave catheter was swapped out. No air with aspiration. The procedure was completed successfully without patient complications. The return status of the second faradrive sheath is unknown.